Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 322 alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.